Event description:
The customer reported the system would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The static random access memory circuit board was identified as needing replacement. No further information is available.